Event description:
It was reported that the patient ¿had been hurting real bad¿ in the prior week and that it was ¿probably the worse¿ on the day of the report. The patient noted shooting pain down her leg that was ¿pretty intense¿ on the day of the report and she could hardly walk. It was noted that the patient had already increased it with her patient programmer and ¿it was not helping.¿ it was noted that there was no known accident or incident related to this complaint. It was further reported that the patient had a loss of therapeutic effect and that the stimulation had not been working or covering the patient¿s pain in the prior two weeks. It was noted that the patient received a steroid shot on (B)(6) 2014 which saved the patient as the patient was pain free for the first time in two weeks. It was noted that the steroid shot helped her pain symptoms some. It was reported that the patient had a shocking or jolting sensation. For the past week, the patient would just be sitting still and she would feel a jolt sensation. It was noted that the patient had not had any trauma/falls recently. It was noted that the patient no longer had access to one of her programs on the patient programmer. The patient noted that she had 4 programs but only 3 programs were showing active on her patient programmer for the past week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3888-33, lot# va06mg2, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va06mg2, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen by the manufacturing representative. An impedance check was performed and the patient¿s stimulator was working properly except for one electrode that had high impedances. This was the same electrode that was being stimulated. After reprogramming and moving the stimulation away from that electrode, the patient was receiving effective therapy and it was covering the patient¿s pain well.